Event description:
New information received indicates that mechanical breakdown was noted on the right ventricular (rv) lead.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure it was noted that right ventricular (rv) lead exhibited over-sensed noise. The rv lead was explanted and replaced with leadless pacemaker system. Patient condition was stable.